Manufacturer narrative:
The customer reported that the keypads on the pc units were faulty and needed to be replaced was confirmed. Physical test results identified that 3 of 12 returned keypads¿ on keys were not functioning and the ac indicator lights did not illuminate as intended. An internal inspection was performed on each of the returned keypads. All 12 keypads were observed with signs of contamination due to fluid ingress including damaged keypad traces for three keypads. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Test results identified that the system on key did not function and the ac indicator lights did not illuminate after plugging in the power cord for 3 out 12 keypads. The remaining 9 keypads were functioning as intended. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 11/10/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/19/2020 and indicated that this device has been returned for service of this issue and was repaired on 08/17/2018 under complaint file (B)(4). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text: only keypad returned for investigation.

Event description:
It was reported that the keypads on the pc units were faulty and needed to be replaced. There were no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the keypads on the pc units were faulty and needed to be replaced. There were no patient involvement.